Event description:
It was reported that a burned smell was observed on the transmitter. The transmitter was replaced and there were no adverse consequences.

Manufacturer narrative:
The results of the analysis confirmed the reported event of failure to start up and burned smell. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.